Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No additional actions can be taken at this time since root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon" UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse went to insert a 16 fr foley catheter for a patient and there was a pin hole in the outer side of the tube. The part of the tube that y's off from all the connections. It was not able to fill the 10cc amount of fluid for the balloon. Water was leaking out. Customer did not have defected items.

Event description:
It was reported that nurse went to insert a 16 fr foley catheter for a patient and there was a pin hole in the outer side of the tube. The part of the tube that y's off from all the connections. It was not able to fill the 10cc amount of fluid for the balloon. Water was leaking out. Customer did not have defected items.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.